Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout. A definitive root cause could not be identified since the customer reported phenomena was not reproduced. Based on the results of the investigation, it is likely a defective printed circuit board and ultrasound plug led to the image blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited snowflakes in the image. The issue was identified at the time reprocessing. There were no reports of patient involvement.